Manufacturer narrative:
UDI related data quality updates only. The following information is being corrected/supplemented due to discrepancies between data submitted in the previous report(s) and data submitted to the gudid: d1, g6, h2.

Event description:
Customer informed us on the (B)(6) that one of our products was involved in a procedure (4 pin configuration) in which a laceration occured to the patient.

Manufacturer narrative:
The customer has not yet sent in the product for investigation. The customer was fairly confident that this was user error due to the surgeon being unfamiliar with 4 pin fixation, so the device will not be to send in for inspection. We will perform a follow-up if the product arrives.